Event description:
Initial sodium result of 118 mmol/l. Same sample run on different instrument, recovered 124 mmol/l. No info provided to determine if results were used to guide therapy. The field service rep performed performance check tests which were within specification.